Manufacturer narrative:
Additional information: b2, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. The patient was treated with unknown medication. On an unknown date, the pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.